Manufacturer narrative:
The event occurred in china during routine check. It was reported that the hl20 device displayed the error message ¿head¿. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair 2026-06-18 and 2026-06-24. The optical tacho board was found to be defective and was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure was already investigated by the getinge life cycle engineering in a similar case. The most probable root cause was determined to mechanical stress. The review of the non-conformities has been performed on 2026-06-15 for the period of 2020-03-10 to 2026-06-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-03-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in china during a routine check. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Since the error message: "head" can lead to an unintentional pump stop, a report is required. Complaint ID: (B)(4).